Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 44 to 30 mg/dl at the time of the incident. The customer used food, glucose tablets, and was given glucose shots to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a low of 43 mg/dl the day before the call, and in the 40 mg/dl range the day before that. The customer was advised by their health care professional that their basal rates needed adjusting. The insulin pump will not be returned for analysis.